Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the rx cytology brush was passed over a guidewire through the mid-cbd stricture to the target site without issue. While moving the brush in and out of the catheter to collect the sample, the brush wire broke. Examination of a provided photo of the device showed that the wire broke distal to the handle cannula. After the wire broke, the device was removed leaving the guidewire in place and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: brush wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.